Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11 corrected fields: d9 the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause for the reported malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor had the power turned off due to a body posture change with an e226 scope communication error when restarting. The issue was found during a therapeutic procedure and was completed using the same device. There were no reports of patient harm as a result of this event.